Manufacturer narrative:
Information received from a patient indicated that after placement of an optease vena cava filter, the filter migrated, fractured and perforated the inferior vena cava (ivc). According to the patient, the filter was implanted prophylactically following a motor vehicle accident in which the patient experienced a shatter femur and a broken hip. Approximately fourteen years later a computed tomography scan was performed due to complaints of low back pain. The information provided by the patient indicated that the filter had fractured and migrated, and a piece of the filter had lodged in the liver. The patient was referred to a vascular surgeon, who explained the removal procedure to the patient. The patient declined to have the filter removed at the time and agreed to be seen and monitored by the physician every couple of months. The following summer, approximately fifteen years post implant the patient underwent a filter retrieval procedure. According to the patient: ¿as the surgery started and the doctor was going down my artery- a broken piece was coming up my artery and was headed to my heart. He caught and retrieved that piece thankfully. He went back in the artery to get to the filter and as soon as he got to it- it completely broke apart. So¿ he spent the next 2 and ½ hours removing the filter, one piece at a time. Several pieces had perforated and damaged my artery wall- the cause of my back pain. When he removed those pieces, blood leaked into my body, and thankfully he was able to stop the bleeding and do a procedure to help the damaged artery seal up. I came out of surgery and the doctor assured me he did get all of the filter and things looked good. He said, unfortunately a piece had previously made it up through the artery and through my heart and is now lodged in my lung. He said it would not be removed- either piece from the liver or lung. He discovered this while doing the scan before surgery.¿ there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the implant or attempted explant procedural details or imaging, to review, it is not possible to draw a conclusion between the reported events and the device. However, procedural factors and/or vessel characteristics may have contributed to the events. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported, I am writing to you regarding the optease ivc filter placed in my artery in (B)(6) 2003 at (B)(6) medical center. I was in a mva that caused a shattered femur and broken hip. The filter was placed in hopes of catching any blood clot that developed due to the inactivity I would have because of the fractures. I am so thankful I fully recovered from the accident and never developed any kind of blood clot. Fast forward to 2017- I was having some pain in my lower back so my primary care doctor ordered a CT scan. The radiologist was very concerned about the artifact (as they called it) that they found during the scan. At first I was puzzled thinking- what? An artifact? Then I remembered that I had an ivc filter. They were very concerned as it had migrated and was fractured. At first I really didn¿t understand what that meant. My doctor then referred me to a vascular surgeon. He was even more concerned about the scan and the procedure for removing the filter. A piece had already broken free and lodged itself in my liver. He explained that these devices are not left in more than two weeks, much less 15 years. I told him I wasn¿t told anything about that and wasn¿t notified of it needing to be removed. The surgeon explained the surgery to remove it was very complicated and there wasn¿t a guarantee that it could be removed. It would involve an incision from armpit to my leg. My organs would be lifted and moved to get to the artery under my stomach. It would be very risky and complicated. I immediately said I was not doing that. I teach school and could not do that- especially with the risk and non-guarantee of getting it removed. He told me I was doing well, in good shape and he didn¿t see any swelling, but would need to see me every couple of months to monitor me. So that is what we did. Once summer came I knew I needed to do something- so I began to research- spent hours upon hours looking for another option. It was then that I read about the FDA recalls and changes in using these devices in 2010, along with all of the complications, risks and deaths. I was never told anything about any of this. With the incredible risk to my life, I would have thought I would have been notified about this. It would seem there would be some type of tracking of patients who received the devices. During my research I found a team of doctors in (B)(6) who actually go in the artery and remove the filter- much less invasive and less risky. I contacted them and upon looking at my scans- he told me my case would be very complex, but felt he could retrieve it. Great news is one of the doctors is now in (B)(6)- much closer to me. My surgery was set for (B)(6) 2018. This should have been a 15-20 minute procedure. As the surgery started and the doctor was going down my artery- a broken piece was coming up my artery and was headed to my heart. He caught and retrieved that piece thankfully. He went back in the artery to get to the filter and as soon as he got to it- it completely broke apart. So he spent the next 2 and ½ hours removing the filter, one piece at a time. Several pieces had perforated and damaged my artery wall- the cause of my back pain. When he removed those pieces, blood leaked into my body, and thankfully he was able to stop the bleeding and do a procedure to help the damaged artery seal up. I came out of surgery and the doctor assured me he did get all of the filter and things looked good. He said, unfortunately a piece had previously made it up through the artery and through my heart and is now lodged in my lung. He was quite shocked that I lived through that process and there were no complications as it passed through. He said it would not be removed- either piece from the liver or lung. He discovered this while doing the scan before surgery.